Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy pacemaker (crt-p) had pocket pain. This device was repositioned to sub muscular. This device remains in service. No additional adverse patient effects were reported.